Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited an error b30 (scope communication) error code. The issue occurred during preparation for use for an unspecified procedure. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event of the scope communication b30 error was confirmed and occurred due to a defect in the video cable connection. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.